Event description:
It was reported that a screw on the size 6 journey 5-in-1 cutting guide loosened and fell from the block and into the wound while the block was in use. The screw was found intraoperative during suctioning of the surgical wound and with no harm to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual / functional inspection of the returned device could not confirm the stated failure mode. All components of the device were present and assembled. The device functioned as intended. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.